Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the skin irritation. Lot release and sterilization records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400, 14421-aw rev h 01/16. Using the pod 5 / page 44: warning: do not use a pod if you are sensitive to or have allergies to acrylic adhesives, or have fragile or easily damaged skin. Living with diabetes 9 / page 107: advises: at least once a day, use the pod¿s viewing window to inspect the infusion site. Check the site for signs of infection, such as pain, swelling, redness, discharge or heat.

Event description:
The customer reported irritation at the infusion spots on her back. There is clear drainage and bumps at the site. The affected area is twice the size of the pod and the skin flakes after the drainage dries. The site is dark red, itchy, has a burning sensation, and is warm to the touch. The patient went to her doctor's office, was diagnosed with irritant dermatitis, and prescribed triamcinolone acetonide. Pod wear was longer than 48 hours.